Event description:
A report was received that the patient's ipg was irritating him and was poking through the skin. It was determined that the battery incision site was open wherein the titanium of the ipg could be seen and had worked its way through the skin. The skin looked purple and there was a pus. The patient felt the battery has become superficial. The incision site was believed to be infected. Antibiotics was prescribed and the ipg was explanted at the doctor's clinic. The remaining implanted devices were explanted on a separate day. The physician believed the infection was not device or procedure related.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-4316, lot/serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.